Event description:
It was reported, the camera head had a crooked optical lens. The issue occurred during receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
To date, device has not yet been returned to olympus. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had a crooked optical lens. The issue occurred during receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: deformation of coupler unit, it cannot be connected to the scope. The event can be prevented by following the instructions for use which state: ¿should any irregularity be observed, use a replacement accessory instead. Using a defective accessory may cause equipment malfunction, reduce the efficacy of reprocessing, present a risk to patients and/or operators, or damage the camera head and/or accessories.¿. Olympus will continue to monitor field performance for this device.